Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop that appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The submitted system controller event log files contained data from (B)(6) 2019 at 8:35:00 through (B)(6) 2019 at 13:38:41. On (B)(6) 2019 at 19:22:20 a pump stop event was captured from the driveline being disconnected. During this time frame, low-speed hazard, low-speed advisory, pump stop fault flags, low pump current, and lvad off alarms were active. On (B)(6) 2019 at 19:22:39, the driveline was reconnected, and the pump was operating as intended. A no external power alarm was captured on (B)(6) 2019 at 20:54:35 when both power leads were simultaneously disconnected. The alarm lasted for approximately 31 seconds and the absence of external power to the system led to the activation of the emergency backup battery (ebb). There was no interruption in pump function and the alarms resolved when the controller cables were connected to appropriate power sources. No other atypical events were captured. The data recorded in the log file showed that the lvad appeared to be operating at the set speed as intended before and after the pump stop event. The hm3 IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. Section 7 of this IFU outlines all system controller alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that upon device interrogation, a no external power alarm and a driveline disconnected alarm were noted. Log files were sent for review. Technical services observed that the no external power event occurred while the patient was switching from battery power to mobile power unit. The emergency backup battery operated the system during this event. The driveline disconnected alarm appeared to be due to a true disconnection of the percutaneous lead and caused a pump stop. The healthcare facility reported that the patient was at a rehabilitation facility at the time of the driveline disconnected alarm and that the circumstances of the event are unknown to the implanting facility staff, the rehabilitation facility staff, and the patient. Education regarding connections has been reinforced with the patient and family. The vad team assumes that a family member or caregiver disconnected the percuntaneous lead in error and did not report the incident. The patient has severe hand tremors that would make disconnecting the driveline very unlikely. No further information was provided.